Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the patient experienced a several-second pause and was hospitalized due to low voltage lead malfunction. No changes or intervention were reported. The patient condition was not known.